Event description:
Insert change on an infected knee.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 5510-f-401 lot # k1124 description: triathlon cr fem comp #4 l-cem. Cat # 5520-b-500 lot # smmxy description: triathlon prim cem fxd bplt #5. Cat # 5551-g-350 lot # 866d description: triathlon asymmetric x3 patella. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. (B)(4): not returned to manufacturer.

Event description:
Insert change on an infected knee.

Manufacturer narrative:
A review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Furthermore, a review of the sterilization records verified the sterility of the reported product lots. A complaint history review shows there have been no other events for the reported lot. The provided medical information was reviewed by a consulting clinician who concluded that there is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for the revision for infection. The event was not confirmed. The investigation concluded that there is no evidence to suggest that the reported event is manufacturing related. No further investigation for this event is possible at this time.